Event description:
It was reported that the case involved the sfa (off label use), which was subtotal occlusion. Pre-dilatation was performed and the absolute stent was implanted; however, at the end of the stent a dissection was observed. To treat the dissection, another absolute stent of the same size was used to go distal to the first. Upon going through the stent, which the physician felt was clear, the struts of the deployed stent caught on the tip of the second absolute stent then, the first couple of rings of the struts separated and traveled through with the second absolute device. The second absolute stent was deployed, overlapping the first, covering the dissection and trapping the portion of the separated stent. The area was then post-dilated. Reportedly, the pt was doing well after the procedure. No additional info was available.